Event description:
A physician reported a pt who was treated with two formulations of collagen into the nasolabial lines and vermilion border on 9/3/97. Within 12 hrs, the pt developed swelling, taut skin and major discomfort in the vermilion border. A few days later, the physician prescribed prednisolone, for 2 weeks, which was effective. The physician believed the symptoms were related to hypersensitivity.

Manufacturer narrative:
On may 15,1998, the physician reported that the patient was last seen in march. The physician was satisfied that the symptoms of hypersensitivity had ceased.